Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Subsequently additional information was received from the local sales representative that this left ventricular (lv) lead was explanted due to dislodgement. A new lead was successfully implanted. No adverse patient effects from this procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. It was found that the conductor coils were stretched when the lead was returned. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information from a health care professional that this left ventricular (lv) lead dislodged from its original position. It is unknown if the patient was referring to their current lead or leads that had previously dislodged from twiddlers syndrome. The local sales representative subsequently indicated there is no current lead malfunction, thus no intervention planned. No adverse patient effects reported. A consultation with the physician has been scheduled for a later date to discuss the issue in more detail.